Event description:
The account alleged that the head section will slowly drift down.

Manufacturer narrative:
The account replaced both the head up and head down valves on the manifold with no change. The account adjusted the CPR linkage to repair the bed.